Manufacturer narrative:
Qn#: (B)(4). The sample was returned for evaluation. Functional testing was performed and the returned column was connected to a concha neptune heater (425-00) and a full/new concha water bottle in correct positioning and punctured both upper and lower tubes into concha water bottle. The comfort flo column filled to a level matching that of the water bottle expected. The column was then hooked to the 2410 comfort flo circuit, relief valve , and oxygen tubing returned with the sample along with a 2412-11 comfort flo plus cannula at 30lpm flow. The set was observed after 5 minutes and no water was seen exiting the column. The pressure relive valve and circuit positions on the column were then switched to test the assembly with flow going the opposite direction for an additional 5 minutes with no evidence of water exiting the column. The test was repeated in both airflow direction at the maximum system flow rate of 60lpm with the same results of no water exiting the column. The complaint was unable to be confirmed as the situation was not able to be recreated even at the highest flow settings.

Event description:
It was reported "customer claims the 2410 circuit + column are "squirting water into the circuit when running at 30lpm". Rt was setting this system for high flow, prior to the patient, and it was turned up to 30 lpm, and water was squirting into the circuit". No patient involvement reported.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported "customer claims the 2410 circuit + column are "squirting water into the circuit when running at 30lpm". Rt was setting this system for high flow, prior to the patient, and it was turned up to 30 lpm, and water was squirting into the circuit". No patient involvement reported.